Event description:
During evaluation, the force sensor assembly was found to be damaged.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged, and 'loss of prime' warnings were confirmed in the pump history.